Event description:
A discordant, falsely elevated glucose result was obtained on an advia 2400 instrument. The result was reported to the physician. The same sample was repeated on a different instrument and the corrected result was reported. There are no known reports of adverse health consequences or patient intervention due to the discordant, falsely elevated glucose result.

Manufacturer narrative:
A siemens field service engineer (fse) was dispatched to the customer site. After evaluating the data and the instrument, the fse replaced the connector and sensor board for mixing assembly 1. The instrument is performing within specification. No further evaluation of the device is required.